Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
It was reported the plastic packaging was damaged. Photos depicting the reported complaint issue were provided by the complainant. Based on the photos, it appears the packaging was torn.

Manufacturer narrative:
User facility was reported in error on the initial MDR 1049092-2017-00055, submitted on october 27, 2017. An unused product was received and package did appear to be damaged based on visual inspection. A review of the last three product monitoring review¿s for trends indicated no trends for this issue on this product. Historical complaint data from october 2015 to october 2017 was reviewed as it relates to reports for product icc 187662. A total of two (2) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).